Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was transported to the emergency room by paramedics and was subsequently hospitalized with a blood glucose (bg) level of 23 mg/dl. The customer reportedly delivered a bolus without their parents' knowledge, resulting in the low bg. Customer reportedly had difficulty moving and breathing due to the low bg. Bg was treated with a glucagon injection, as well as oxygen and sugar. Reportedly, the customer was released on april 17th with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set.